Event description:
It is reported that a customer experienced high blood glucose of 412 mg/dl. The customer was treated for the high blood glucose with nine units of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer declined trouble shooting the issue. The customer had already changed the reservoir and infusion set. Customer does not want to return the reservoir for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.